Manufacturer narrative:
Investigation of returned device revealed that the coil breakage at distal brazing and middle brazing, however there was no separation damage and the guidewire was entire and in one unit up to the distal end. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of the returned devices, it is inferred that the tip of guidewire was trapped in the cto lesion, where rotational manipulation was applied excessively, which led the loosening deformation of coil and accumulation of rotational force to the brazing point, resulting the breakage of coil wire at the brazing. IFU describes in its warning; - when torquing this device inside the blood vessel, do not torque continuously in the same direction. This may cause the device to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the device, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, to treat a heavily calcified cto lesion at sfa, subject guidewire was advanced to attempt crossing lesion. During the attempt, irregular feeling was noticed with the guidewire, so that the guidewire was removed out. Upon checking the guidewire, it was found that the coil wire was broken at distal end brazing, there was no impact to the patient and the procedure with this incident.

Manufacturer narrative:
(B)(4)